Event description:
It was reported that a plum 360 allowed air to flow through the cassette and into the tubing with no alarm during a venofer patient infusion. The infusion setup was on the secondary line. It was reported that the nurse made it to the patient in time before the air got to the patient. The infusion was started on (B)(6) 2022 at 1:44 pm. 110 ml (plus overfill from the original 100ml bag) fluid was in the bag when the infusion was started. Approximately 2 ml of air was noted in the tubing set, the reporter stated the volume to be infused (vtbi) and the rate was 468ml/hr, 117ml over 15 minutes. 0 ml of fluid was in the bag when the incident was noticed, and 0 ml of fluid was expected to be left when the incident occurred. There was patient involvement; however, no harm was reported. No additional information is known at this time.

Manufacturer narrative:
The device has been received by the manufacturer for further evaluation; however, the investigation has not been completed. As additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Research and development engineering evaluated that the pump infused 116.4 ml before being stopped. The customer reported seeing 2 ml of air in the tubing at that time and that the bag was empty at the end but was initially filled with something over 110 ml. As they were unspecific about how much over 110 ml was in the bag at the start, it is impossible from the data to either confirm or dispute the customer¿s complaint. The device never allowed air to pass through the mechanism. For each test, the device ran alarmed with proximal air in line back prime, then stopped delivering not allowing air to pass through the mechanism into the distal side of the tubing.